Manufacturer narrative:
Evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was exhibited abnormal shutdowns and displayed a service code 107 (multiple abnormal shutdowns). The cause for the resets was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.